Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the cause of the issue was unknown. The patient¿s physician had not decided to perform a revision yet at the time of follow-up and the event remained unresolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Phone number (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that following ins replacement impedances were under 2,800 ohms for all four contacts. The patient was programmed with satisfaction stimulation. After 1-2 hours, the technician was called because the patient no longer felt stimulation. Impedance was checked which was fine, 2,115 - 3,843 ohms. Further stated that there were impedances that ranged between 4,846 ¿ 5,239 ohms. Battery service was okay. There were no external contributing factors. Additional information received reported that they tried to reach stimulation by the patient changing position but there was still no stimulation. Impedances were tested in different positions. Sitting position: 0 1,996 2 ¿. 3 1,984 4 3,507 standing position: 0 ¿. 1 2,013 2 3,321 3 4,543 lying position: 0 ¿ 1 2,060 2 3,336 3 4,572 additional tests were performed and was waiting on recommendations. In the meantime the patient was not using the therapy, they feel no stimulation.